Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports that insulin pump alarmed six times and reset itself. Customer states insulin pump alarmed again and shut off. Customer states that insulin pump did not turn back on, not even with battery change. No further information provided.